Event description:
On (B)(6) 2011, customer reported that she had replaced the cartridge chemistry (cc) sample syringe shear valve, on the dxc 800 pro instrument, because it was leaking. The customer resolved the issue by putting in a new shear valve. Customer stated that the fluid was deionized water and requested a spare shear valve in case she encounters the same situation in the future. Customer technical support sent the customer the replacement part. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4) .